Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a crack was observed on the cusa excel 36khz straight handpiece (c2602), and when the dysfunction was observed, patient was already under anesthesia. A backup handpiece was used to complete the procedure. There was increased surgery time of 1 hour, but there was no adverse patient impact.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer was found to be twisted in the handpiece housing. Torque base was not (or not correctly) used - user mistake. The transducer function was found to be outside of specifications and has to be replaced, the housing and all o-rings of the coil form needed to be exchanged. As a result, all wires on the coil form side have been re-soldered, the cooling tubing on the coil form and plug side has been reconnected, and a full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root cause - the root cause was confirmed as transducer delamination because of transducer braze degrading in the field. A corrective and preventative action (CAPA) has been raised and is pending corrective action. At present, we consider this complaint to be closed.

Event description:
N/a.